Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. MDR 1219913-2026-00030 was initially submitted on 03-feb-2026. Update, 24-feb-2026: siemens has concluded the investigation. It was noted that both tests of the affected sample were run from the same tnih primary reagent pack. As quality control results were within expected ranges, reagent problems were ruled out. Review of instrument data showed no evidence of any hardware issues which would affect delivery of either sample or tnih reagents. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, a specific cause for the isolated discordant result cannot be determined. Other patient results produced in the same timeframe using the same reagent lot were acceptable. The customer is operational after repeat-testing the sample. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Event description:
Initial complaint summary: the customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 112. An elevated atellica im tnih result was observed for the patient in question. When the sample was re-tested, a much lower result was produced. Two new samples taken in the following hours produced similar low results. The initial result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.